Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2012407. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained from the manufacturing facility for evaluation. The retained samples were examined and no defects were identified.

Event description:
It was reported that prior to use with bd syringe flu plus 0.25-1ml the bevel of needle was broken. The following information was provided by the initial reporter: broken or malformed bevel of needle. Moted before using to vaccinate. Escalated to all vaccinators in pod, to all pod leaders, to matron and pharmacists.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd syringe flu plus 0.25-1ml the bevel of needle was broken. The following information was provided by the initial reporter: broken or malformed bevel of needle. Moted before using to vaccinate. Escalated to all vaccinators in pod, to all pod leaders, to matron and pharmacists.